Event description:
A malfunction code [13-0x20f2] was reported, prompting a concern. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for the pump to be replaced and ensured the customer was informed of the necessity for a replacement. A backup pump was provided to sustain insulin delivery, and the customer's shipping address was confirmed for dispatch.